Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having frequent ipg charging. It was noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure and the ipg will be relocated to a more comfortable location.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having frequent ipg charging. It was noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure and the ipg will be relocated to a more comfortable location.

Manufacturer narrative:
Correction to the initial MDR in field.

Event description:
A report was received that the patient was having frequent ipg charging. It was noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure and the ipg will be relocated to a more comfortable location.

Manufacturer narrative:
Additional information was received that the patient's scs was not charging well and this was flaring up the pain the patient was suffering from. The patient will undergo an ipg replacement and relocation procedure.

Event description:
A report was received that the patient was having frequent ipg charging. It was noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure and the ipg will be relocated to a more comfortable location.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having frequent ipg charging. It was noted that the ipg was non-functional. The patient will undergo an ipg replacement procedure and the ipg will be relocated to a more comfortable location.